Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a customer on the v60 ventilator indicating that "the near end pressure of the equipment cannot be adjusted to zero." The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the customer elected to procure a third party service vendor for repair; limited information was made available. The reported problem was confirmed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.